Event description:
The customer contact reported a "short power cord." The device was returned to the biomedical dept from the central cleaning dept with a report of "short power cord." During visual inspection at the user facility, charring was noted on the prongs of the plug of the ac power cord. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, the customer declined to provide add'l info.

Manufacturer narrative:
The device passed electrical safety testing. No electrical shorting was noted during the testing procedures. During visual examination of the ac power cord plug, a pit in the material and charring were noted on the side of the l1 prong. The probable cause for the charring was from an external source in the customer environment touching the l1 prong. This report represents all the info known by the reporter upon query by hospira personnel -(B)(4).